Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rn reported that the white lumen on PICC line was nonfunctioning and leaking. Reported unable to flush or alteplase, with drainage noted around the dressing. New PICC line placed, and old note noted to have breakage on the catheter.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation in two pieces. The PICC has ~17cm of lumen attached to the hub and an additional 10 cm of lumen separated from the catheter. A functional test was performed by flushing each of the luers with water. When the luer with the white clamp is flushed a leak is noted approximately 0.5 cm from the hub. It is unknown how long the device was in use prior to this event. A thorough investigation of product design and manufacturing processes was performed by medcomp engineering in conjunction with the device contract manufacturer. Actions will be implemented to minimize this type of occurrence if determined to be required. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacturing processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. A definitive root cause of the failure could not be determined. The instructions for use (IFU) contains the following warnings and precautions: small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. Do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (15.5 psi). Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.